Manufacturer narrative:
Visual inspection of the returned pump revealed two significant kinks along the catheter. One was found near the motor housing and the other was located proximal to the kink protector of the pump handle. No other damage or abnormalities were found. After reviewing the clinical information, it was determined that the cause of the delivery issue was a catheter kink. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was on impella rp for pulmonary circulation support. The physician wasn't happy with his placement of the first device and wasn't able to advance it any further. He removed that device and realized there was a kink in the catheter. A new rp was inserted for the procedure. No patient harm is reported due to the issue.